Manufacturer narrative:
The lot number of the device that was in use is unk. One used device from two possible lot numbers 440324w or 460684w was received. Investigation is not complete.

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The pt was receiving an unspecified IV solution and an unspecified antibiotic. The antibiotic was being infused via an unspecified tubing set that was attached to one of the clave ports on the primary line. After the antibiotic infusion was complete, the tubing set was disconnected from the clave port and the nurse left the pt's room. After an unspecified length of time, the nurse returned to the pt's room and noted leakage of solution and "minimal blood" from the clave port on the primary line. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.